Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference#: (B)(4).

Event description:
During a cardiac exam, the z6ms transducer image could not be adjusted. The angle could not be fixed when looking at the image and it returned 0. There was no patient injury and another system was used to complete the exam

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. The transducer was not replaced and therefore an investigation could not be performed. A probable root cause was determined as manufacturing issue with the coaxial cables. Cable assembly design change with new strain relief has been released via eco#705619 and 706446 (cable assembly s/n cut: (B)(6). Xdcr s/n cut: (B)(6)). This has been implemented at susko factory in oct. 2020. Reference# (B)(4).